Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the emergency department (ed) on (B)(6) 2020 via ems(emergency medical services) with claims of shortness of breath. The patient was seen in the ed earlier that day for urinary retention and left against medical advice from the ed. The patient's hemoglobin was 7.1 and requested 2 units of blood. The patient was admitted with a diagnosis of acute chronic respiratory insufficiency, severe anemia, and congestive heart failure exacerbation. Noted on (B)(6) 2020, near syncope in the setting of a low hemoglobin, the patient was transfused 2 units of packed red blood cells. An egd (esophagogastroduodenoscopy) was performed which found stomach and duodenum with 5 polyp removed and hot nared. The patient was moved to the ICU (intensive care unit) where the patient was intubated and later had a code blue. The patient expired on (B)(6) 2020. Information reported per the vad coordinator noted that the patient expired due to patient condition. It was reported the device operated as intended. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Section g3: correction. Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusions: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The account stated that the device operated as intended. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. The heartmate ii lvas instructions for use (IFU) lists bleeding and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented to the emergency department on (B)(6) 2020 via ems(emergency medical services) with claims of shortness of breath. The patient was seen in the ed earlier that day for a urinary retention and left against medical advice from the ed. The patient's hemoglobin was 7.1 and requested 2 units of blood. The patient was admitted with a diagnosis of acute chronic respiratory insufficiency, severe anemia, and congestive heart failure exacerbation. Noted on (B)(6) 2020, near syncope in the setting of a low hemoglobin, the patient was transfused 2 units of packed red blood cells. An egd (esophagogastroduodenoscopy) was performed which found stomach and duodenum with 5 polyps removed and hot nared. The patient was moved to the ICU (intensive care unit) where the patient was intubated and later had a code blue. The patient expired on (B)(6) 2020.